Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 6.4, second test inr = 3.1, third test inr = 3.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070325 first test inr = 6.4, second test inr = 3.1, third test inr = 3.1. Mean = 4.2; sd = 1.9; %cv = 45.4%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.